Event description:
During robotic davinci hysterectomy, bowel grasper jaw broke off. Unable to locate despite visualization and f/u film. Difficult to obtain adequate film d/t size. Second grasper used and a second jaw broke, however, was found w/o issue. Dc home on pod 2-3 but readmitted with wound infection and recto-vaginal fistula. During CT scan, jaw noted in pelvis.